Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017 with setting 5. It was reported that the ventricle was not become smaller. It was seemed to be flown to the proximal catheter. The distal catheter failure was suspected. The valve was flushed before the surgery. The occlusion was confirmed how the size of the ventricle confirmed by CT or MRI , and pumping the reservoir. The revision surgery was performed on (B)(6) 2017 with setting 1. The patient¿s initial was (B)(6), (B)(6) male. Primary disease: subarachnoid hemorrhage. No further information was unknown. The product will not be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation of the returned valve did confirm a pressure problem and noted that the needle base was slightly raised. The position of the cam when valve was received was at setting 1. The valve was visually inspected; it was noted that the needle base was slight raised, as well as needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed. No occlusion was noted. The valve was leak tested. Leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested. The valve failed the test on setting 1 and 2, all other settings passed, this could possible due to the raised needle guard. Review of the device history records for the valve showed the device conformed to specification when released to stock. The root cause for the slightly raised needle guard base, was likely due to use error. The IFU states: do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway. The root cause of the pressure issue is likely the raised needle guard obstructing the flow. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.